Event description:
It was reported that, before use the cs300 intra-aortic balloon pump (iabp) had a leak. There was no patient involvement.

Manufacturer narrative:
Investigation completed on 7/2/2024. A getinge field service engineer (fse) reports unit has helium leak with the bottles depleting the bottle within a day or two. Troubleshot leak do to loose fitting in the helium leak system. Removed yoke and associated parts to tighten fittings to eliminate the helium leak.replaced fitting, qck disconnect, male and chemical supplies, refillable helium con, completed repair with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passes all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a leak.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.